Manufacturer narrative:
H3: product analysis of the device found that visually, there were traces of a yellow-colored residue on the outside diameter of the cuff balloon on the distal end of the device when returned and a sticky white residue near the clamp shell on the proximal end. There were no cracks or holes in the ink traces or the pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements on the distal ends of the trace pads were 220 ohms (blue), no reading (blue with white stripe), 216 ohms (red), and no reading (red with clear tubing) which all electrodes were out of specification. For further analysis, the resistance on the proximal ends of the trace pads measured 105 ohms (blue), 148 (blue with white stripe), 119 ohms (red), and 116 ohms (red with white stripe) which all electrodes were in specification. A stylet was used to manipulate the shape of the device and all electrodes remained out of specification. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in saline to perform an electrode check and functional testing. Additionally, the area around the clamp shell was bent/m anipulated with a stylet and during the electrode check, channel 2 failed immediately and channel 1 was failing intermittently. During functional testing, there was excessive noise in channel 1 and a lead off detection error in channel 2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim started making noise and giving false positive events about half way into the case. When the tube was inspected, cracks were found. There is no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.